Manufacturer narrative:
(B)(4).

Event description:
Procedure: wedge resection. According to the reporter: after stapling and cutting, the instrument got stuck because, the staples were malformed. It got stuck in the bronchus. The surgeon was able to get it with tweezers. This resulted in a larger wedge resection.